Manufacturer narrative:
Result code 213 is not applicable and should be corrected to result code 114 in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned with moisture on lens, in micro-centrifuge vial. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
Patient code 3191: 'exchange" should be corrected to "explant" in the initial MDR. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5 12.6, -11.00 diopter, implantable collamer lens in the patient's right eye (od) on 20/feb/2018. Reportedly "the patient had a pain of the eye and there was no treatment for the pain." On 10/aug/2019 the lens was removed. Per the reporter on 22/sep/2019, "after removing the lens", the patient is in good condition. Lens removal resolved the problem.